Event description:
Pt tamponaded following pacing wire removal due to atrial tear. CPR revived pt, subsequent surgery was performed to repair atrial tear. The surgery also revealed a left ventricle puncture occurred as a result of the CPR which subsequently caused the death.